Event description:
The cervical spine locking plate was implanted on 11/1995. In 1997, the pt began experiencing difficulty swallowing. An x-ray dated 1/27/1998 revealed a fracture of the cervical spine locking plate. Solid fusion confirmed and the plate was removed on 2/5/1998.

Manufacturer narrative:
Disclaimer: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info that synthes has been unable to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that the report constitutes an admission that the device, synthes or its employees caused or contributed to the potential event described in this report."